Manufacturer narrative:
The bec field service engineer (fse) confirmed the issue with the instrument. To resolve the issue the fse calibrated the instrument and replaced the syringe body assembly and the sample probe to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that their dxh 560 al would intermittently generated erroneously high red blood cell (rbc), hemoglobin (hgb), white blood cells (wbc) and platelet (plt) results for patient samples that would show correct values when rerun. Erroneous patient results were not reported outside of the laboratory. There were no injuries, deaths, or delays/changes in treatment or diagnosis related to the reported issue. The customer did not provide patient data or demographics. Onsite service was scheduled.